Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the top cover, on the pump molded clamp, and on the safety clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. There were visual indications of dried fluid on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. .a review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and showed the following issue(s) related to the reported symptom codes: pump upgrade: reference failure analysis problem report per (B)(4) rev. C. Replaced front panel. Ar 6-22-21 upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
It was reported by a peritoneal dialysis (pd) patient that while the liberty select cycler screen was on treatment complete, the screen went blank when the patient disconnected and went to the restroom. When the patient returned the screen was blank. The patient turned the cycler off and then back on, but nothing at all came back on. The power switch was in the on position, but there was no light on the cycler buttons and no sound when the ok/stop buttons were pressed. The patient was not connected during the event. The patient was advised to discontinue the use of the cycler. A new cycler was issued to the patient and tech support instructed patient to let the pd registered nurse (rn) know when the new cycler arrives. There was no patient involvement or adverse event associated with the reported event. Additional information was requested but not received. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.